Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 567 mg/dl. Reportedly, the customer went to the emergency room (ER) where customer's bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.